Event description:
It was reported that the patient was implanted yesterday. When attempting to read impedances right after the implantation, the clinician programmer antenna slipped and communication with the device was interrupted. The healthcare provider (hcp) reported that the programmer showed "a cloud with a black bolt" and they thought it was broken. They then tried to connect the device to another clinician programmer which resulted in an error message saying that the implantable neurostimulator (ins) was communication with another device. Today, another programmer was used to try and connect, and resulted in an error code that said the device had an invalid serial number. The red button on the programmer was pressed and the programmer showed a "turning device off" screen, but nothing more happened. Connecting with a patient programmer (pp) was attempted, but did not help. The recharger was used to induce a "power on reset" at least 8 times with no reaction from ins. A replacement surgery was planned for (B)(6). It was noted the patient had less than 50% therapy relief. It was reported they were not able to reset the implantable neurostimulator (ins). The ins was replaced yesterday. No patient symptoms were reported.

Event description:
It was reported there was an emi issue within the clinical environment. It was reported that during sc interrogation, the clinician programmer head broke off. Another clinician programmer was used, screen 44 and french writing was seen, indicating the programmer was bonded to another device. After re-interrogation, the same screen displayed.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed a hybrid integrated circuit anomaly. Several programmers were tried with unsuccessful attempts at a full interrogation. The 8840 clinician programmer responded with an "invalid serial number" message. The neuro returned product analysis laboratory (rpa) confirmed the error message. When the rx1 lab programmer was used, the device was found to be in an ipg (implantable pulse generator) busy state; no indication of a power-on reset (por) was present. All attempts to por the device and clear the error were unsuccessful. Pal (product analysis laboratory) analysis confirmed the inability to perform full interrogation with the 8840 clinician programmer and the rx1 lab programmer. The cause of the telemetry failure was successfully isolated to the hybrid small chip scale package (scsp) component. Additional analysis of the scsp after the failure mode change revealed two resistive shorts in the scsp substrate. Both xa(18) and xa(19), which are bi-directional direct memory access (dma) address bus signals, were found resistively shorted to the bplus supply plane. Final analysis of the wrench revealed no anomaly. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product event summary: event description: it was reported that when the ins was interrogated right after implant for impedance measurements, the antenna of the n¿vision slipped and fell. Communication with the device ins interrupted. It was suspected that the n¿vision was damaged. After 10 minutes of time out, the ins was interrogated with another n¿vision. No telemetry could be established. A patient programmer was used; again no telemetry could be established. Ts EU and us were not able to provide a solution. A colleague rep advised to induce a por with the usage of a very strong magnet. But before this could be done, the ins was explanted by the physician. This or is suspected for an emi source since there are always difficulties with interrogation of devices in this or. Preliminary geo assessment: * interrupted interrogation by slipping antenna resulting in lock up * interrogation after lock up not possible due to suspected emi source in or * ts opinion; - no product malfunction suspected - suggestions about or lights known for emi was communicated to the field preliminary geo conclusion: no product malfunction suspected. Concomitant products: product ID 8840, serial # (B)(4), product type programmer, physician; product ID 8870bbo02, serial # (B)(4), product type software. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.